Event description:
It was reported that this pacemaker system was exhibiting intermittent loss of capture, high capture thresholds and oversensing that led to pauses in ventricular pacing above 6 seconds. Technical services (ts) was consulted and a review of the data noted high power consumption and recommended replacement. The pacemaker and right ventricular (rv) lead were explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received and noise, and premature battery depletion were also reported. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting intermittent loss of capture, high capture thresholds and oversensing that led to pauses in ventricular pacing above 6 seconds. Technical services (ts) was consulted and a review of the data noted high power consumption and recommended replacement. The pacemaker and right ventricular (rv) lead were explanted and successfully replaced. No additional adverse patient effects were reported. The product has returned for analysis. Additional information was received and noise, and premature battery depletion were also reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.